Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the patient found that the battery cap was torn at the top and experienced intermittent power issue. The patient reported that the battery compartment was undamaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the battery cap has been returned and evaluated by product analysis on 09/16/2014 with the following findings: visual inspection of the returned battery cap found that the coin slot was worn and damaged making it difficult to secure the cap to the pump. The cap¿s contact width measurements were within specifications while the contact height measurements were out of specifications.

Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.